Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's flexvision computer was unable to boot, stalling at 00:00. Review of the log file shows host-pc could not connect to the flexvision pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that flexvision pc failed to start up initially and requested an onsite support. The philps field service engineer (fse) examined the system onsite and found flexvision pc sometimes fails to start up with the system power-on signal. Fse reinstalled the software and the supply control board (mpdc), but the issue persists. To resolve the issue, fse replaced the flexvision pc and installed the software. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, stalling at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.